Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered constant uti's, painful intercourse, smelly urine, and some incontinence. No further information has been provided.